Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the catheter spinal segment dislodged during a spinal surgery unrelated to the patient¿s device therapy. The incision had already been sutured back up. The pump was reduced to minimum rate mode and the patient was referred for a revision. It was unknown if the patient had any symptoms. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding any interventions performed and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter spinal segment dislodged and/or cut during a spinal surgery unrelated to the patient¿s device therapy. The incision had already been sutured back up. The pump was reduced to minimum rate mode and the patient was referred for a revision. It was unknown if the patient had any symptoms. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding any interventions performed and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.